Event description:
Information was received indicating that a smiths medical medfusion pump had "base task debilitation; rebooting due to exception" during the administration of vecuronium. The syringe size was 30ml and the cycle count was 112. The infusion was not life sustaining and the patient was able to receive the remaining infusion. There was no patient injury.